Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (service code 204 / 105 and can connection status flags) have been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to contamination on the canh and canl pins in the trunk cable connector, causing the pins to not make proper contact. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable) and 105 (standby pulse test relay check fault and can connection status flags.